Event description:
It was reported that this pacemaker exhibited oversensing on the right ventricular (rv) lead. Upon review, signal artifact monitor (sam) episodes were stored due to noisy signals. Pacing inhibition greater than two seconds was also noted. Boston scientific technical services (ts) was consulted and discussed further evaluation. No additional adverse patient effects were reported.